Event description:
It was reported that patient was recently in the hospital. Had a revised total knee replacement. Could not get out of bed. They put a purewick system on them. First time patient had to pee that went everywhere. Very little in container. They came in changed the bed and the purewick wick. It still leaked out at top and bottom. Nurse said they needed to hold their legs together more. Nothing seemed to stop it from leaking. Had to have their top sheet and cover changed out. More was going in container but not all. Next time was something with unknown purewick accessories replacement kit container after it was empty nothing went in that just in the bed. Bed was changed out again. They had pee covers on the bed. So, they did not worry about the bed. It was still came out the top, so patient would put their kleenex on top catch what came out on top and they had though able getting one for home use. Put after their experience at the hospital, not sure. They want one if they still going to leak. They complained to the hospital staff. Told them patient did not know if they had the wrong size or what was going on. But it sure did not work for them.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. Since it was given as z code (unknown purewick capitol), the fmea of both drydoc 1.0 and 2.0 is considered. The product catalog number and the lot number for this device are unknown. Therefore, bd is unable to determine the associated labeling to review. A DHR could not be performed since no lot number was provided. The reported product number is unknown. The UDI number for this product is not available. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that patient was recently in the hospital. Had a revised total knee replacement. Could not get out of bed. They put a purewick system on them. First time patient had to pee, that went everywhere. Very little in container. They came in changed the bed and the purewick wick. It still leaked out at top and bottom. Nurse said they needed to hold their legs together more. Nothing seemed to stop it from leaking. Had to have their top sheet and cover changed out. More was going in container but not all. Next time was something with unknown purewick accessories replacement kit container after it was empty nothing went in that just in the bed. Bed was changed out again. They had pee covers on the bed. So they did not worry about the bed. It still came out the top so patient would put their kleenex on top catch what came out on top, and they had though able getting one for home use. Put after their experience at the hospital, not sure. They want one if they still going to leak. They complained to the hospital staff. Told them patient did not know if they had the wrong size or what was going on. But it sure did not work for them.